Event description:
Procedure type: lap gastric bypass. According to the reporter: the nature of the product problem was due to the paddle being broken by the membrane. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).